Event description:
Additional information received reported that the patient¿s physician noted the cause of the event as unknown. It was indicated that impedances were normal, no revisions taken, and there was a CT scan of the patient¿s head in (B)(6) 2013. On (B)(6) 2013 the physician increased current from 5 to 7.5 ma and voltage from 3 to 4.6 v. The patient¿s symptoms were reported as loss of speech, numbness left greater than the right, and syncope. The patient did require hospitalization and patient outcome was reported as no injury. It was noted that a workup for seizures versus transient ischemia was in progress.

Event description:
It was previously reported that when the patient was in the hospital he had an ultrasound of the carotid arteries, two computed tomography (CT) scans, a spinal tap, an electroencephalogram (eeg), and an echocardiogram, but ¿it did not get the picture they needed to get.¿

Event description:
Additional information received reported that the patient no longer had concerns regarding their device or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient was experiencing seizures which began on (B)(6) 2013. The patient was admitted to the hospital (B)(6) 2013. If additional information is received, a follow up report will be sent.